Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tni) result for one (1) pt sample that was generated by the access2 immunoassay instrument. No result was generated for the initial accutni run due to a system failure. The customer re-tested the samples for accu tni. The repeated results were 62.4/13.3 ng/ml. The results were not reported outside of the laboratory. The customer re-tested the samples for accu tni on a different instrument. The repeated accutni result was 0.14 ng/ml. The result was reported outside of the laboratory. There have been no reports of pt injury requiring medical intervention or change to pt treatment was attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in lithium heparin tubes with gel separator and centrifuged for 4 mins at 6,000 rpm. Qc performed every 24 hrs. System check performed following the event failed. Prior to 2007 customer experience issues with failing system checks. A field service engineer (fse) was dispatched to the customer lab on a week later. The fse observed that the system check has been failing. The fse discovered a pinched wash buffer line. The fse cleared the line and primed the system. System check was rerun and met specifications. The fse verified that the instrument is operating within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.